Event description:
The customer reported that the pt coded, when the unit was turned on to initiate therapy the unit displayed an "electrical code #35 " message. While waiting for a replacement intra-aoctic balloon pump, which was on another floor in the hosp, the pt expired. The customer does not attribute the pt's death to the unit.